Event description:
It was reported that the pink slide did not move forward; this indicates a needle mechanism failure. The patient's blood glucose level reached 25 mmol/l (450 mg/dl) while the pod was worn on the leg between 4 and 24 hours. Additionally, the pod's cannula was found bent when removed from the infusion site. As treatment, the patient performed exercises, drank water, and administered correction boluses.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.